Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had not used the pump for several months. Upon turning the pump on a reset message was displayed on the screen. There was no patient involvement as the pump was not being used on the customer at the time of the reported event.